Event description:
According to MFR, potts scissors are re-usable ten times. Following the cleaning after the first use, 2-8mm "o" rings were found with instrument. No longer usable, requiring operating room to order new ones.